Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause and treatment for peritonitis was not reported. The outcome from this event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The same day as admission the patient was treated with intravenous (IV) tienam 0.5gm, once a day, for a total of 7 days and intraperitoneal (ip) amikacin sulfate 18mg, 2 times a day for 13 days. On an unreported date the( IV) tienam was changed to oral route. Eight days after admission (IV) ciproxin 200mg, once daily was started for duration of 4 days. The cause of the peritonitis was a break in aseptic technique further described as the patient neglected hand washing. On an unspecified date the patient was retrained on proper aseptic technique. Fifteen days after admission the patient was discharged from the hospital. Four days after the discharge pd therapy was temporarily withdrawn and the next day the patient was readmitted to the hospital. The same day the patient was treated with (IV) meropen 0.5 gm, once daily for 17 days and (ip) amikacin sulfate 18 mg, 3 times/day for 25 days. (IV) ciproxin 200mg daily was started 18 days after admission for a total of 9 days .(IV) tienem 0.5 mg/daily was initiated for a total of 6 days. Three days after the second hospital admission the pd catheter was removed due to possible biofilm in the catheter. At the time of this report the patient was recovering from the peritonitis event. No additional information is available. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.